Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a search for similar complaints, and review of complaint text, trending data, labeling, device history records, field data review, and inhouse testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 19249fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 19249fn00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A retained reagent kit of the complaint lot (19249fn00) was tested in a sensitivity setup. All specifications were met, indicating the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii for reagent lot number 19249fn00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag qualitative ii results for one sample. The following data was provided (reference range: results </= 1.00 s/co are reactive): initial result = 9.69 s/co, repeats = 0.32 s/co and 0.40 s/co, rt pcr: dna quantitative = 2.16 iu/ml (positive). No impact to patient management was reported.